Manufacturer narrative:
H3: device not received by manufacturer. No product was returned. The investigation determined the most probable cause for the upstream occlusion (uso) alarm to be the uso sensor and the most probably cause for the keypad not functioning to be work keypad, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited an alarm for upstream occlusion. Some troubleshooting was performed but the alarm persisted. It was also reported that the keypad was not working to silence the alarm by stopping the pump. Per the reporter, there were no adverse patient effects.